Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a patient sample. The following data was provided (customer¿s reference range >2 ng/l is positive): (B)(6) 2024 sample ID (B)(6) initial result = 66.3 ng/l, repeat result = <2 ng/l, <2 ng/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a patient sample. The following data was provided (customer¿s reference range >2 ng/l is positive): (B)(6) 2024 sample ID (B)(6) initial result = 66.3 ng/l, repeat result = <2 ng/l, <2 ng/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of tracking and trending did not identify any trends related to the complaint issue. Device history review did not identify any potential non-conformances, non-conformances, or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 64544ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 64544ud00 was identified.